Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed insulin leakage from the back of the ilet cartridge and pump, noted a shorted electrical smell, and was only able to use the device for approximately one day before needing to replace cartridges; photographs showed insulin dripping and a priming test of 2 units produced visible droplets, with a reported blood glucose of 294 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for replacement supplies and disruption of therapy. Investigation included retrieval of the device, request for cartridge lot information, and evaluation of returned product. Investigation of this case revealed evidence of a leaking cartridge associated with the pump interface, consistent with a device component leak causing insulin escape and inadequate delivery. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge resulting in leakage and underdelivery.